Event description:
Per (B) (4) adverse event report, this patient was noted to have a pocket hematoma. As the condition of the hematoma was not improving, a pocket evacuation was performed. The hematoma is now resolving and the system remains implanted. Should additional information become available, this file will be updated. Linox sd 60/16, (B) (4), MDR 1028232-2010-01443. Setrox s 45, (B) (4), MDR 1028232-2010-0144.